Event description:
It was reported "the doctor inserted needle and syringe as soon as he started threading the guidewire the guidewire kinked. The device removed entirely, made two attempts, third attempt was successful but therapy got delayed." It was reported there was no harm to the patient due to the device. The patient's current condition is reported as "unknown". Assoicated MDR numbers include: 9680794-2024-00858.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of a kinked guide wire was able to be confirmed by the photo. The photo displayed kinking on two different guide wires. The needle was not pictured. However, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The needle was not pictured, and resistance between the guide wire and needle could not be confirmed. Thus, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor inserted needle and syringe as soon as he started threading the guidewire the guidewire kinked. The device removed entirely, made two attempts, third attempt was successful but therapy got delayed." It was reported there was no harm to the patient due to the device. The patient's current condition is reported as "unknown". Assoicated MDR numbers include: 9680794-2024-00858.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis, which shows a kinked guide wire housed within a clear plastic bag. The complaint of guidewire/needle resistance cannot be confirmed as no needle is pictured in the photo. The customer also returned a drainage set with one guide wire, drainage catheter, and tissue dilator for analysis. The needle from the reported event was not returned. Obvious deformities were observed on the guide wire. Visual analysis revealed kinking and bending on the guide wire and the j-bend intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were full and spherical. The kinks on the guide wire measured between 11mm-45mm and at 312mm, 328mm, 342mm, 367mm, and 393mm from the proximal end. Bends were measured 255mm and 564mm from the proximal end. The guide wire length measured 679mm , which is within the specification limits of 679mm-687mm per the guidewire product drawing. The guidewire outer diameter measured 0.84mm, which is within the specification limits of 0.838mm-0.977mm per the guide wire product drawing. The guide wire was inserted into a lab inventory 18ga introducer needle and lab inventory ars syringe. Resistance was encountered at the locations of kinking and overlapping. However, the guide wire was able to fully pass through the introducer needle with no resistance observed at the undamaged portions. Performed per IFU statement, "attach raulerson syringe to desired 18ga. Introducer needle" and "advance guidewire into arrow raulerson syringe approximately 10cm until it passes through syringe valves or into introducer needle. Advancement of guide wire through arrow raulerson syringe may require a gentle rotating motion." Functional testing could not be performed on the actual 18ga needle involved with this complaint as it was not returned. A manual tug test confirmed that the distal and proximal ends of the coiled section were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit cautions the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of a kinked guide wire was confirmed through complaint analysis; however, the report of resistance when advancing could not be verified as only the guide wire was returned. The guide wire met all relevant dimensional requirements with no evidence of manufacturing issues. Analysis of the introducer needle from the reported event could not be performed as it was not returned. Based on the customer report and the sample received, the root cause cannot be determined at this time as the introducer needle was not returned as part of this complaint investigation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor inserted needle and syringe as soon as he started threading the guidewire the guidewire kinked. The device removed entirely, made two attempts, third attempt was successful but therapy got delayed." It was reported there was no harm to the patient due to the device. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2024-00858.